Event description:
It was reported through a case report titled "accidental stenting out of stent: a lesson from no-reflow after new stent deployment outside the prior stent (acta cardiologica sinica 2016;32:367-370)" that identified an asahi sion blue guide wire might have contributed to vessel occlusion. Excerpt is as follows: this (B)(6) male presented to our institution with persistent exertional angina after a primary percutaneous coronary intervention (pci) with bare metal stent (3.0 mm ?~ 28 mm) deployed in the middle segment of the right coronary artery (rca) three weeks earlier due to inferior wall stemi. Further coronary angiography revealed an uncovered significantly stenotic lesion just proximal to the stent edge (figure 1a, black arrow, compared with figure 1b) and a small type c dissection outside the sent. Moreover, a chronic total occlusion of the left anterior descending artery (lad) was also detected. When the patient refused suggested bypass surgery, we therefore performed pci to remediate this recently discovered problem. Due to the presence of significant stenosis, we decided to perform a direct stenting to cover the whole lesion from proximal to the middle of rca, leaving a small region of overlap with the previous stent. We attempted to advance the wire (fielder fc, asahi intecc co., japan) to the distal rca, but the wire did not proceed into the previous stent directly as planned. The guide-wire was accidentally advanced outside the stent into the type c dissection proximally and returned to the true coronary lumen during the middle portion of the stent (figure 2a). However, the outside stent location of the guide-wire was unnoticed at that time. There was no appreciable resistance and it was easy to advance and deploy the second stent. When we deployed the new proximal stent (3.5 ?~ 28 mm), deformation of the proximal edge of previous stent occurred (figure 2b and 2c). We tried to advance intravascular ultrasound (ivus, volcano, ca, USA) into the crush site,but it could not pass the stent strut. In order to restore the proximal luminal diameter, we tried to advance an-other guide wire (runthorugh ns hypercoat, terumo, japan) through the distal side hole of proximal stent into the distal in-stent lumen, followed by sequential balloon dilations with 1.25 mm, 2.0 mm, and 3.5 mm size balloons.however, after the balloon dilations, acute no reflow developed in the middle rca, resulting in profound shock with asystole. Immediate cardiopulmonary resuscitation was performed with temporary pacing wire and intra-aortic balloon pump. After the patient's hemodynamics were restored, a follow-up angiography showed some mosaic filling defects in distal in-stent lumen (figure 2d). Ivus was used to evaluate the cause of no-reflow, which confirmed many segments of thrombus or friable atheromatous debris over the stent structure (figure 2e). Repeated thrombus aspirations by manual thrombus aspirator (fetch, bayer, USA) and intra-coronary glycoprotein iib/iiia inhibitor injection were immediately performed, resulting in successful restoration of timi iii flow of the rca (figure 2f).

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Product deficiency was not indicated in the literature; therefore, this event was less likely associated with product quality. Vessel occlusion is a known risk associated with a pci itself. Thus it was unable to completely rule out a potentiality that this guide wire might have caused or contributed to the event since it was used to cross the lesion. No CAPA will be taken. The malfunction and adverse effects section of the instructions for use states thrombus.